Event description:
It was reported that there were no alarms. No patient involvement was reported.

Manufacturer narrative:
Other, other text: b5: additional info received on 05-may-2022: serial number was corrected. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Once the investigation will be completed, the results will be sent through a supplemental MDR.